Manufacturer narrative:
The investigation for the reported product damage has been completed. At the conclusion of the case, blood was noted via visual inspection at location of red handle. No alarms or impact to pump function at time of reporting. No product or data logs were returned. The root cause of product damage (hole in catheter) was not determined as no product was returned and insufficient clinical information was provided. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as escalation of care from an impella cp device. The patient was also escalated to extracorporeal membrane oxygenation. During support, blood was observed at the red plug. The blood source was not known, but was monitored. The patient remains on impella 5.5 support on the date of this report.